Event description:
The customer reported that the balloon on the gastrostomy peg tube burst for no obvious reason in a patient with a long term peg. There was no patient injury. Per additional information provided, it was a clean tear and didn't appear to have left any fragments in the patient. The tube expired in 2021, they are a very remote hospital and don't often deal with peg tubes hence the expired stock. It also takes days to get new stock so they had to use what they had available. They believe it is more likely a patient issue rather than a tube issue. The tube had to be replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no physical samples or photos received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. The current process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.